Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A left heart catheterization and coronary intervention utilizing a 6f sheath were performed in the right common femoral artery. Post procedure, an angiogram was performed to determine the location of the sheath. The sheath was in the common femoral artery above the bifurcation. A 6f angio-seal vip was deployed for vascular closure successfully on (B)(6) 2015, and the patient was discharged. The patient presented on (B)(6) 2015 with an occluded right common femoral artery. An angiogram was performed to diagnose the vascular insufficiency. The patient was taken to the lab where the patient received a stent. The patient was discharged and has recovered.